Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the bed had gotten wedged when trying to lower the bed and the head gatch arm was bent.